Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with tumescent infiltration pump. The customer states the pump will not stop pumping out fluid. They turned the dial all the way down and it still kept going.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.